Event description:
It was reported that the elbow connector was loose, not fitted, falling off to the touch. No patient injury was reported. Additional comment from customer : (B)(6), 2021 - checked all the stock at department. There were 80 in stock. 35 were good. One sample from each lot will be return.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. One disposable sample received in used conditions without original package. The sample was visually inspected at a distance of 12 inch under normal lighting conditions. Per physical evaluation no unusual conditions are observed. The elbow connector was pulled off from the connector to detect any unusual functions. Elbow connector was not loose from the assembly; complaint was not confirmed. The root cause of the reported problem was not confirmed. No corrective actions are required since the complaint was not confirmed.